Event description:
It was reported that (14) devices were used during a subtotal gastrectomy. It was reported by the affiliate that the tlc10 staples malformed. Another instrument was used to complete the case. There was no consequence to the pt.